Event description:
Essure was placed in 2010 and since then I have been suffering from pain, bleeding, swelling, and rash. I have seen so many different physicians and had multiple visits to resolve this problem. I have taken and purchased multiple different drugs, underwent different therapy to help with the problems I have been having. Hysterectomy was the only option I had in front of me and before I make a life changing decision such as a hysterectomy, I decided to have a metal allergy test and the results confirmed that I have severe allergy to nickel and that is what essure is made out of.